Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
As reported by the cypress study, the patient experienced extreme hypertension, angina, and back pain following the index procedure. The patient's medical history is significant for previous percutaneous intervention, hyperlipidemia, hypertension, myocardial infarction, congestive heart failure, smoking, and allergies to darvocet, celebrex, darvon, and penicillin. Pre-procedure blood pressure was 139/76. The target lesion was located in the proximal right coronary artery. The lesion was described as de novo, type c, 80% stenosed, non-thrombosed, 13mm in length, with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. The lesion was pre-dilated with a 3x15mm durastar rx ptca balloon catheter at 20 atms. A 3.50x18mm cypher rx stent was successfully implanted at 20 atms. Post-dilation was performed with an unknown 3x15mm balloon catheter at 24 atms. Immediately following the procedure, the patient's blood pressure was 209/80. The patient was given nitroglycerin and the blood pressure was 150/88. Following the index procedure, the patient experienced angina and back pain. Two days after the index procedure, the patient underwent a staged procedure due to chest pain. The lesion was located in the distal left anterior descending (lad) artery. The lesion was treated with angioplasty with 30% residual stenosis. No complications occurred with the procedure. The events resolved without sequelae. The current status of the patient was that she was doing well with no complications. According to the investigator, the events were related to cordis product and the index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Angina, hypertension, and back pain are known potential adverse events associated with coronary stenting procedures. Back pain during a coronary intervention is typically associated with the procedure table and the length of time the patient is on the table. The patient's hypertension is most likely attributed to the discomfort the patient was experiencing at the time and the patient's pre-existing history of hypertension. Angina following angioplasty is typically associated with the act or restoring blood flow distal to the lesion and subsides with time and medication. Review of the information provided suggests that patient and/or procedural factors contributed to the reported events. There is no indication that there is a design or manufacturing related issue, therefore, no action will be taken.

Event description:
As reported by the (B)(4) study, the patient experienced extreme hypertension, angina, and back pain following the index procedure. Pre-procedure blood pressure was 139/76. The target lesion was located in the proximal right coronary artery. The lesion was described as de novo, type c, 80% stenosed, non-thrombosed, 13mm in length, with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. The lesion was pre-dilated with a 3x15mm durastar rx ptca balloon catheter at 20atms. A 3.50x18mm cypher rx stent was successfully implanted at 20atms. Post-dilation was performed with an unknown 3x15mm balloon catheter at 24atms. Immediately following the procedure, the patient's blood pressure was 209/80. The patient was given nitroglycerin and the blood pressure was 150/88. Following the index procedure, the patient experienced angina and back pain. Two days after the index procedure, the patient underwent a staged procedure due to chest pain. The lesion was located in the distal left anterior descending (lad) artery. The lesion was treated with angioplasty with 30% residual stenosis. No complications occurred with the procedure. The events resolved without sequelae. The current status of the patient was that she was doing well with no complications. According to the investigator, the events were related to cordis product and the index procedure.